Event description:
It was reported that the patient's implantable cardioverter defibrillator system had a change in threshold. The left ventricular lead was replaced on (B)(6) 2024. There were no patient consequences.

Event description:
New information received notes that the left ventricular lead was dislodged.

Event description:
It was reported that the patient's implantable cardioverter defibrillator system had a change in threshold. The left ventricular lead was replaced on (B)(6) 2024. There were no patient consequences.